Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the lock line break. It was reported the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with mr grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and the clip was placed. However, during clip deployment, the lock line was stuck and could not be removed. Trouble shooting was unsuccessful (checked device alignment, tried to remove the lock line from the other end). The lock line was pulled harder and the lock line broke. The cds was gently removed and the lock line was able to be removed. No portion of the lock line remains in the patient. The clip remained secure and stable on the leaflets. Mr was reduced to les than 1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported mechanical jam (inability to remove the lock line) could not be determined. The reported lock line break appears to be due to the user technique. There is no indication of a product issue with respect to manufacture, design, or labeling.